Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer awoke during the night and noted that blood glucose (bg) levels were elevating. Two hours later, bg level was over 300 mg/dl with ketones (2.0). The customer took a manual injection, changed site and drank water. During troubleshooting with tandem technical support, review of pump data revealed that an occlusion alarm occurred and was cleared by the customer; however, the occlusion was not addressed. The customer was instructed that the occlusion could have been a contributing factor to the elevated bg level.